Event description:
#Medwatcher #(B)(4). I had my essure implanted in (B)(6) of 2013. The procedure itself wasn't long. I took a xanex prior to and felt every pain there was to feel while they were getting implanted. I bled for just shy of 2 1/2 months. Right before I had to go back for the hsg test the dr stopped taking my insurance, so I have not had it tested. Returned to normal. I've never stopped hurting since the day of implantation. My periods are almost unbearably painful and I pass huge clots. Sex is painful and almost always causes bleeding. Its like I can feel my partner hit the coils and it hurts. I have lost weight so I dont think that is a side effect but I am experiencing hair loss. Im (B)(6) with a family full of thick haired people. Im currently trying to find a dr who will help me out of this mess.